Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first anchor set successfully while the second button was stuck. A local brand cutter was used. This was detected during a meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using another new one. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4501 batch 15255251 was received for evaluation. Visual inspection revealed that the left pushrod wire was detached from the trigger button. Functional testing was performed by actuating the deployment button; however, no resistance was encountered on the left trigger due to the damage. The most likely cause of the reported failure is user error, likely due to improper surgical technique. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.